Event description:
It was reported that the user contacted support regarding overnight low glucose recorded at 53 mg/dl, with review indicating a higher overnight cgm target, frequent insulin pauses, and dinner behavior appearing maladapted; clss recommended a factory reset before data transfer, and the user completed a guided factory reset before disconnecting during transfer. Customer care provided support that included guided troubleshooting with a factory reset. Investigation of this case revealed cause unclear for hypoglycemia, with contributing factors likely including user-driven insulin pauses and maladaptive meal practices rather than a device malfunction. Symptoms included fatigue and muscle weakness associated with hypoglycemia. Outcomes included treatment with oral glucose without medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.